Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving fentanyl 31.2 ug/day, bupivacaine 20.923 mg/day, baclofen 15.60 mcg/day and morphine 44.636mg/day, concentrations not reported. Indication for use was non-malignant pain. The patient was seeking a new physician. The patient's refill was today, (B)(6) 2015, and the patient was not going to get a refill. The patient's managing physician was no longer filling pumps. No patient symptoms reported. Interventions or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.